Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / severe and persistent pain- pelvic, pain/ severe and persistent pain/ aches pains/ pain social post)"), genital haemorrhage ("abnormal bleeding general & vaginal / heavy bleeding / bleeding problem per social media post"), tumour haemorrhage ("I had been having very heavy bleeding & it was determined I was having polyps that were bleeding/ bleeding from my periods because of polyps (per social media)") and disease risk factor ("nearing stroke range (per social media posts)") in a female patient who had essure (batch no. 20226501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included haemorrhage in pregnancy, recurrent abortion, multigravida and parity 1 (date of birth (B)(6) 1992). Previously administered products included for an unreported indication: yazmin from 2007 to 2008, paxil in 2006 and yaz from 2004 to 2006. Concurrent conditions included obesity. Concomitant products included hydrochlorothiazide since 2006, losartan potassium since 2014 and sertraline (zoloft) since 2006. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced hypertension ("blood or heart disorder-hypertension / hypertension (per social media post)"), nausea ("nausea"), allergy to metals ("nickel allergy / allergy to metal / had done some research and was having extreme allergies/ allergic to nickel (per social post)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal conditions heartburn & bloating") and abdominal distension ("gastrointestinal conditions heartburn & bloating / had a ton of gas yesterday & today / bloat problem/bloat comes from intestines not uterus (per social media)"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding general & vaginal"), urinary tract infection ("bladder or urinary problems or changes / infections - urinary tract type: utls") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse),/ severe and persistent dyspareunia daily"), bladder disorder ("bladder or urinary problems or changes"), headache ("headaches"), loss of libido ("hormonal issues- loss of libido"), depression ("psychologic al problems depression / depression (per social media post)"), arthralgia ("severe and persistent pain-joint & muscular"), myalgia ("severe and persistent pain- pelvic, joint & muscular") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced tooth loss ("dental problems- teeth falling out"). In (B)(6) 2013, the patient experienced rash ("allergic or hypersensitivity reaction rash on hands / rashes/ rash on hands I went to him because of the allergic reaction I was having be causing this allergy. He said that whatever the metal content of essure, yes it could be causing my problems"), vaginal discharge ("vaginal discharge") and uterine enlargement ("uterus was enlarged to a 4 months pregnancy size"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tumour haemorrhage (seriousness criteria medically significant and intervention required), disease risk factor (seriousness criterion medically significant), migraine ("migraines / headaches,/ constant severe and 3 times a week, not as bad as a migraine"), blood pressure decreased ("blood pressure down (per social media posts)"), stress ("been pretty stressful (per social media posts)"), procedural pain ("the procedure hurt (per social media posts)") and blood pressure increased ("my blood pressure was elevated before the implant. But they did it anyway my blood pressure was even higher (per social media posts)"). The patient was treated with ibuprofen, surgery (laparoscopic assisted vaginal hysterectomy- bilateral salpingectomy & cystoscopy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, tumour haemorrhage, disease risk factor, vaginal haemorrhage, rash, female sexual dysfunction, dyspareunia, bladder disorder, urinary tract infection, hypertension, tooth loss, dysmenorrhoea, migraine, nausea, fatigue, dyspepsia, abdominal distension, loss of libido, arthralgia, myalgia, blood pressure decreased, stress, procedural pain, blood pressure increased and uterine enlargement outcome was unknown, the genital haemorrhage, allergy to metals, depression and weight increased had not resolved and the headache was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, blood pressure decreased, blood pressure increased, depression, disease risk factor, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, loss of libido, migraine, myalgia, nausea, pelvic pain, procedural pain, rash, stress, tooth loss, tumour haemorrhage, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. On unknown date had essure confirmation test. (B)(6). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media, rash, allergy to metal , blood pressure incresed, blood pressure decreased, procedural pain, stroke. Most recent follow-up information incorporated above includes: on 31-jan-2018: plantiff fact sheet & medical record received. Events abnormal bleeding rash , allergy to metal, apareunia,dyspareunia, bladder or urinary problem,hypertension, teeth falling out,dysmenorrhea, headaches, migraine, nausea, fatigue, heartburn , bloating, loss of libido, joint and muscle pain,vaginal discharge, weight gain, depression blood pressure down/ incresed, stressful, procedure hurt, stroke are added. Lot number added. Lab data updated. Concomitant condition and drug are added. Product , patient & reporter information updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / severe and persistent pain- pelvic, pain/ severe and persistent pain/ aches pains/ pain social post)"), genital haemorrhage ("abnormal bleeding general & vaginal / heavy bleeding / bleeding problem per social media post"), tumour haemorrhage ("I had been having very heavy bleeding & it was determined I was having polyps that were bleeding/ bleeding from my periods because of polyps (per social media)") and disease risk factor ("nearing stroke range (per social media posts)") in a 39-year-old female patient who had essure (batch no: 20226501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included haemorrhage in pregnancy, recurrent abortion, multigravida and parity 1 (date of birth on (B)(6) 1992). Previously administered products included for an unreported indication: yazmin from 2007 to 2008, paxil in 2006 and yaz from 2004 to 2006. Concurrent conditions included obesity. Concomitant products included hydrochlorothiazide since 2006, losartan potassium since 2014 and sertraline (zoloft) since 2006. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced hypertension ("blood or heart disorder-hypertension / hypertension (per social media post)"), nausea ("nausea"), allergy to metals ("nickel allergy / allergy to metal / had done some research and was having extreme allergies/ allergic to nickel (per social post)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal conditions heartburn & bloating") and abdominal distension ("gastrointestinal conditions heartburn & bloating / had a ton of gas yesterday & today / bloat problem/bloat comes from intestines not uterus (per social media)"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding general & vaginal"), urinary tract infection ("bladder or urinary problems or changes / infections - urinary tract type: utls") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse),/ severe and persistent dyspareunia daily"), bladder disorder ("bladder or urinary problems or changes"), headache ("headaches"), loss of libido ("hormonal issues- loss of libido"), depression ("psychologic al problems depression / depression (per social media post)"), arthralgia ("severe and persistent pain-joint & muscular"), myalgia ("severe and persistent pain- pelvic, joint & muscular") and weight increased ("weight gain"). On (B)(6) 2011, the patient experienced tooth loss ("dental problems- teeth falling out"). On (B)(6) 2013, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction rash on hands / rashes/ rash on hands I went to him because of the allergic reaction I was having be causing this allergy. He said that whatever the metal content of essure, yes it could be causing my problems"), vaginal discharge ("vaginal discharge") and uterine enlargement ("uterus was enlarged to a 4 months pregnancy size"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tumour haemorrhage (seriousness criteria medically significant and intervention required), disease risk factor (seriousness criterion medically significant), migraine ("migraines / headaches,/ constant severe and 3 times a week, not as bad as a migraine"), blood pressure decreased ("blood pressure down (per social media posts)", stress ("been pretty stressful (per social media posts)"), procedural pain ("the procedure hurt (per social media posts)"), blood pressure increased ("my blood pressure was elevated before the implant. But they did it anyway my blood pressure was even higher (per social media posts)", tremor ("even after removal I still get "shaky"") and complication of device removal ("were you advised of any complications from your essure removal procedure? Yes."). The patient was treated with ibuprofen, surgery (laparoscopic assisted vaginal hysterectomy- bilateral salpingectomy, cystoscopy and oophorectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, tumour haemorrhage, disease risk factor, vaginal haemorrhage, dermatitis allergic, female sexual dysfunction, dyspareunia, bladder disorder, urinary tract infection, hypertension, tooth loss, dysmenorrhoea, migraine, nausea, fatigue, dyspepsia, abdominal distension, loss of libido, arthralgia, myalgia, blood pressure decreased, stress, procedural pain, blood pressure increased, uterine enlargement and complication of device removal outcome was unknown, the genital haemorrhage, allergy to metals, depression, weight increased and tremor had not resolved and the headache was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, blood pressure decreased, blood pressure increased, complication of device removal, depression, dermatitis allergic, disease risk factor, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, loss of libido, migraine, myalgia, nausea, pelvic pain, procedural pain, stress, tooth loss, tremor, tumour haemorrhage, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. On unknown date had essure confirmation test. Current weight: app. 265 lbs. Approximate weight at the time of essure placement: app. 235 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media,rash, allergy to metal , blood pressure "increased", blood pressure decreased, procedural pain, stroke, tremor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet received. Event complication device removal was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / severe and persistent pain- pelvic, pain/ severe and persistent pain/ aches pains/ pain ocial post)"), genital haemorrhage ("abnormal bleeding general & vaginal / heavy bleeding / bleeding problem per social media post"), tumour haemorrhage ("I had been having very heavy bleeding & it was determined I was having polypsthat were bleeding/ bleeding from my periods because of polyps (per social pmedia)") and disease risk factor ("nearing stroke range (per social media posts)") in a (B)(6) year-old female patient who had essure (batch no. 20226501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included haemorrhage in pregnancy, recurrent abortion, multigravida and parity 1 (date of birth (B)(6) 1992). Previously administered products included for an unreported indication: yazmin from 2007 to 2008, paxil in 2006 and yaz from 2004 to 2006. Concurrent conditions included obesity. Concomitant products included hydrochlorothiazide since 2006, losartan potassium since 2014 and sertraline (zoloft) since 2006. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced hypertension ("blood or heart disorder-hypertension / hypertension (per social media post)"), nausea ("nausea"), allergy to metals ("nickel allergy / allergy to metal / had done some research and was having extremeallergies/ allergic to nickel (per social post)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal conditions heartburn & bloating") and abdominal distension ("gastrointestinal conditions heartburn & bloating / had a ton of gas yesterday & today / bloat problem/bloat comes from intestines not uterus (per social media)"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding general & vaginal"), urinary tract infection ("bladder or urinary problems or changes / infections - urinary tract type: utls") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse),/ severe and persistent dyspareunia daily"), bladder disorder ("bladder or urinary problems or changes"), headache ("headaches"), loss of libido ("hormonal issues- loss of libido"), depression ("psychologic al problems depression / depression (per social media post)"), arthralgia ("severe and persistent pain-joint & muscular"), myalgia ("severe and persistent pain- pelvic, joint & muscular") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced tooth loss ("dental problems- teeth falling out"). In (B)(6) 2013, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction rash on hands / rashes/ rash on hands I went to him because of the allergic reaction I was having be causing this allergy. He said that whatever the metal content of essure, yes it could be causing my problems"), vaginal discharge ("vaginal discharge") and uterine enlargement ("uterus was enlarged to a 4 months pregnancy size"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tumour haemorrhage (seriousness criteria medically significant and intervention required), disease risk factor (seriousness criterion medically significant), migraine ("migraines / headaches,/ constant severe and 3 times a week, not as bad as a migraine"), blood pressure decreased ("blood pressure down (per social media posts)"), stress ("been pretty stressful (per social media posts)"), procedural pain ("the procedure hurt (per social media posts)"), blood pressure increased ("my blood pressure was elevated before the implant. But they did it anyway my blood pressure was even higher (per social media posts)") and tremor ("even after removal I still get shakey"). The patient was treated with ibuprofen, surgery (laparoscopic assisted vaginal hysterectomy- bilateral salpingectomy & cystoscopy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, tumour haemorrhage, disease risk factor, vaginal haemorrhage, dermatitis allergic, female sexual dysfunction, dyspareunia, bladder disorder, urinary tract infection, hypertension, tooth loss, dysmenorrhoea, migraine, nausea, fatigue, dyspepsia, abdominal distension, loss of libido, arthralgia, myalgia, blood pressure decreased, stress, procedural pain, blood pressure increased and uterine enlargement outcome was unknown, the genital haemorrhage, allergy to metals, depression, weight increased and tremor had not resolved and the headache was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, blood pressure decreased, blood pressure increased, depression, dermatitis allergic, disease risk factor, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, loss of libido, migraine, myalgia, nausea, pelvic pain, procedural pain, stress, tooth loss, tremor, tumour haemorrhage, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. On unknown date had essure confirmation test. Current weight: app. (B)(6) lbs. Approximate weight at the time of essure placement: app. (B)(6) lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media,rash, allergy to metal , blood pressure incresed, blood pressure decreased, procedural pain, stroke, tremor. Most recent follow-up information incorporated above includes: on 6-feb-2018: reporter added, event "tremor" added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / severe and persistent pain- pelvic, pain/ severe and persistent pain/ aches pains/ pain ocial post)"), genital haemorrhage ("abnormal bleeding general & vaginal / heavy bleeding / bleeding problem per social media post"), tumour haemorrhage ("I had been having very heavy bleeding & it was determined I was having polypsthat were bleeding/ bleeding from my periods because of polyps (per social pmedia)") and disease risk factor ("nearing stroke range (per social media posts)") in a 39-year-old female patient who had essure (batch no. 20226501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included haemorrhage in pregnancy, recurrent abortion, multigravida and parity 1 (date of birth (B)(6) 1992). Previously administered products included for an unreported indication: yazmin from 2007 to 2008, paxil in 2006 and yaz from 2004 to 2006. Concurrent conditions included obesity. Concomitant products included hydrochlorothiazide since 2006, losartan potassium since 2014 and sertraline (zoloft) since 2006. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced hypertension ("blood or heart disorder-hypertension / hypertension (per social media post)"), nausea ("nausea"), allergy to metals ("nickel allergy / allergy to metal / had done some research and was having extremeallergies/ allergic to nickel (per social post)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal conditions heartburn & bloating") and abdominal distension ("gastrointestinal conditions heartburn & bloating / had a ton of gas yesterday & today / bloat problem/bloat comes from intestines not uterus (per social media)"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding general & vaginal"), urinary tract infection ("bladder or urinary problems or changes / infections - urinary tract type: utls") and dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse),/ severe and persistent dyspareunia daily"), bladder disorder ("bladder or urinary problems or changes"), headache ("headaches"), loss of libido ("hormonal issues- loss of libido"), depression ("psychologic al problems depression / depression (per social media post)"), arthralgia ("severe and persistent pain-joint & muscular"), myalgia ("severe and persistent pain- pelvic, joint & muscular") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced tooth loss ("dental problems- teeth falling out"). In (B)(6) 2013, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction rash on hands / rashes/ rash on hands I went to him because of the allergic reaction I was having be causing this allergy. He said that whatever the metal content of essure, yes it could be causing my problems"), vaginal discharge ("vaginal discharge") and uterine enlargement ("uterus was enlarged to a 4 months pregnancy size"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tumour haemorrhage (seriousness criteria medically significant and intervention required), disease risk factor (seriousness criterion medically significant), migraine ("migraines / headaches,/ constant severe and 3 times a week, not as bad as a migraine"), blood pressure decreased ("blood pressure down (per social media posts)"), stress ("been pretty stressful (per social media posts)"), procedural pain ("the procedure hurt (per social media posts)"), blood pressure increased ("my blood pressure was elevated before the implant. But they did it anyway my blood pressure was even higher (per social media posts)") and tremor ("even after removal I still get shakey"). The patient was treated with ibuprofen, surgery (laparoscopic assisted vaginal hysterectomy- bilateral salpingectomy & cystoscopy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, tumour haemorrhage, disease risk factor, vaginal haemorrhage, dermatitis allergic, female sexual dysfunction, dyspareunia, bladder disorder, urinary tract infection, hypertension, tooth loss, dysmenorrhoea, migraine, nausea, fatigue, dyspepsia, abdominal distension, loss of libido, arthralgia, myalgia, blood pressure decreased, stress, procedural pain, blood pressure increased and uterine enlargement outcome was unknown, the genital haemorrhage, allergy to metals, depression, weight increased and tremor had not resolved and the headache was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, blood pressure decreased, blood pressure increased, depression, dermatitis allergic, disease risk factor, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, loss of libido, migraine, myalgia, nausea, pelvic pain, procedural pain, stress, tooth loss, tremor, tumour haemorrhage, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. On unknown date had essure confirmation test. Current weight: app. 265 lbs. Approximate weight at the time of essure placement: app. 235 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media,rash, allergy to metal , blood pressure incresed, blood pressure decreased, procedural pain, stroke, tremor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / severe and persistent pain- pelvic, pain/ severe and persistent pain/ aches pains/ pain social post)"), genital haemorrhage ("abnormal bleeding general & vaginal / heavy bleeding / bleeding problem per social media post"), tumour haemorrhage ("I had been having very heavy bleeding & it was determined I was having polyps that were bleeding/ bleeding from my periods because of polyps (per social media)") and disease risk factor ("nearing stroke range (per social media posts)") in a 39-year-old female patient who had essure (batch no: 20226501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included haemorrhage in pregnancy, recurrent abortion, multigravida, parity 1 (date of birth on (B)(6) 1992), depression, headache, weight gain and dental disorder nos. Previously administered products included for an unreported indication: yazmin from 2007 to 2008, paxil in 2006 and yaz from 2004 to 2006. Concurrent conditions included obesity, bleeding genital, menometrorrhagia since 2004, endometrial polyp, post coital bleeding, hypertension, uterine fibroids and uterine bleeding. Concomitant products included hydrochlorothiazide since 2006, losartan potassium since 2014 and sertraline hydrochloride (zoloft) since 2006. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced hypertension ("blood or heart disorder-hypertension / hypertension (per social media post)"), nausea ("nausea"), allergy to metals ("nickel allergy / allergy to metal / had done some research and was having extreme allergies/ allergic to nickel (per social post)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal conditions heartburn & bloating") and abdominal distension ("gastrointestinal conditions heartburn & bloating / had a ton of gas yesterday & today / bloat problem/bloat comes from intestines not uterus (per social media)"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding general & vaginal"), urinary tract infection ("bladder or urinary problems or changes / infections, urinary tract type: utls") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse),/ severe and persistent dyspareunia daily"), bladder disorder ("bladder or urinary problems or changes"), headache ("headaches"), loss of libido ("hormonal issues- loss of libido"), depression ("psychologic al problems depression / depression (per social media post)"), arthralgia ("severe and persistent pain-joint & muscular") and myalgia ("severe and persistent pain- pelvic, joint & muscular") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced tooth loss ("dental problems- teeth falling out"). On (B)(6) 2013, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction rash on hands / rashes/ rash on hands I went to him because of the allergic reaction I was having be causing this allergy. He said that whatever the metal content of essure, yes it could be causing my problems"), vaginal discharge ("vaginal discharge") and uterine enlargement ("uterus was enlarged to a 4 months pregnancy size"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), disease risk factor (seriousness criterion medically significant), migraine ("migraines / headaches,/ constant severe and 3 times a week, not as bad as a migraine"), stress ("been pretty stressful (per social media posts)"), procedural pain ("the procedure hurt (per social media posts)"), tremor ("even after removal I still get shaky") and complication of device removal ("were you advised of any complications from your essure removal procedure? Yes.") And was found to have tumour haemorrhage (seriousness criteria medically significant and intervention required), blood pressure decreased ("blood pressure down (per social media posts)") and blood pressure increased ("my blood pressure was elevated before the implant. But they did it anyway my blood pressure was even higher (per social media posts)"). The patient was treated with ibuprofen and surgery (laparoscopic assisted vaginal hysterectomy- bilateral salpingectomy, cystoscopy and oophorectomy and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, tumour haemorrhage, disease risk factor, vaginal haemorrhage, bladder disorder, urinary tract infection, hypertension, tooth loss, migraine, nausea, fatigue, dyspepsia, abdominal distension, loss of libido, arthralgia, myalgia, blood pressure decreased, stress, procedural pain, blood pressure increased, uterine enlargement and complication of device removal outcome was unknown, the genital haemorrhage, dermatitis allergic, female sexual dysfunction, dyspareunia and dysmenorrhoea had resolved, the headache was resolving and the allergy to metals, depression, weight increased and tremor had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, blood pressure decreased, blood pressure increased, complication of device removal, depression, dermatitis allergic, disease risk factor, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, loss of libido, migraine, myalgia, nausea, pelvic pain, procedural pain, stress, tooth loss, tremor, tumour haemorrhage, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy note: date of implant on (B)(6) 2011 , on (B)(6) 2010 the essure device was placed in the right tubal ostium without difficulty approximately 3 coils of the device could be seen extending into the uterus. The procedure was repeated on the opposite side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. On unknown date had essure confirmation test. Current weight: app. 265 lbs. Approximate weight at the time of essure placement: app. 235 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media,rash, allergy to metal , blood pressure "increased", blood pressure decreased, procedural pain, stroke, tremor, abdominal bloating, painful intercourse, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: event outcome were updated: abnormal bleeding, dysmenorrhea, apareunia, dyspareunia, rashes. Medical history were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.